Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is attributed to early weight bearing.

Event description:
The gamma nail broke proximal to the distal drill hole requiring revision surgery.